Event description:
Report received from the USA stating that the device had low power. The device was being used during surgery. No injuries were reported. It is unknown if medical intervention or a delay occurred during the surgical procedure. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of low power could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted. (B)(4).